Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer's blood glucose level.